Event description:
It was reported that pump experienced repeated malfunctions with malfunction code displayed and no notable events occurring beforehand, and caller stated at least three occurrences of same issue on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to use alternate insulin method if needed, technical support arranged pump replacement, and caller declined offer of out-of-warranty loaner pump.